Manufacturer narrative:
Combination product: yes. (B)(6) 2025 lead explanted. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise reported on the rv channel observed in office and in recordings transmitted to the hmsc. Lead revision is being planned with the physician. Lead is currently implanted. Should additional information be received this file will be updated.